Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues one year after implant. The patient underwent a surgical procedure in which all of his ipp components were explanted and replaced without patient complications.